Manufacturer narrative:
Device received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The customer¿s current blood glucose level was 312 mg/dl. The customer¿s other blood glucose was 450 mg/dl. The customer stated that insulin pump had blank display. Customer states the contacts on the battery cap was not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer advice to insert the new battery. Customer states the display did not return. Customer advised to remove battery for 10 minutes. Advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The device will be returned for the analysis.